Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised field representative to set this device aside for three days, reinterrogate device, and send files for analysis to determine if due to cold temperatures. This device has not yet been in service. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.